Event description:
It was reported that the right ventricular (rv) lead exhibited wires making noise. Lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).